Event description:
A customer reported that the quick bolus and wake button on their pump was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. Technical support advised the customer on techniques to press the button more effectively, but the problem persisted. Therefore, technical support decided to replace the pump, which was still under warranty. The customer was informed about using multiple daily injections as a backup therapy while awaiting the replacement and received instructions on how to store and return the defective pump.